Manufacturer narrative:
The customer's report of error 255-16-275 was confirmed and replicated. Review of the pcu error logs confirmed 1 sequence of system error code 800.8000 (pcu15_general_os_failure). Soft fault 255-16-275 is also associated with the 800.8000 system error. Review of the logs confirmed that the 800.8000 errors occurred on (B)(6) 2016 at 11:08 am when the current infusion ended in an infusion complete-kvo alert. Approximately 15 minutes prior to the system error the pump module had experienced a flo-stop open alarm and then the infusion was started by the user seconds later. Testing confirmed that the 255-15-275 error was found to occur after an infusion on the pump module had been started immediately following the occurrence of a "safety clamp open/close door" alarm. The root cause of the error 255-16-275 is a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on a pump module.

Event description:
The customer reported that during a blood transfusion on the ambulatory care oncology unit, a system error alarm (255-16-275) occurred. The primary rate at the time of the event was 180 ml /hr, and the alarm occurred 30 minutes after the start of the infusion. There was no report of patient harm as a result of the event.